Event description:
A physician attempted an arteriotomy closure using the starclose device after an unknown procedure. During the procedure, when the finish arrows lined up, the device fired and popped out of the artery. The physician reverted to manual compression to achieve hemostasis. There was no pt injury reported.

Manufacturer narrative:
The condition of the returned device does not match the description of the complaint, the device was only partially deployed, the device did not reach step #3. Review of the device history record for this lot did not produce any findings that attributed to this incident. This event has been identified as a malfunction. Abbout vascular has initiated a corrective action.